Event description:
A customer contacted beckman coulter inc., (bec) and reported a clear liquid leak around shear valves , valve 85 (differential shear valve) and valve 87 (reticulocyte shear valve) on the coulter lh 750 hematology analyzer, but could not locate the source. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no exposure to mucous membrane or open wounds. No one was splashed or sprayed. The customer did not come in contact with the fluid. No medical attention was sought. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. There was no impact to sample results. There was no death, injury, or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. The fse observed that both differential shear valves were leaking diluent. The actuator for valve 98 was seized and would not allow the shear valves to rinse and drain to the waste chamber. The fse replaced the actuator for vl98 which resolved the leak. Repairs were verified as per established procedures. Results meet published performance specifications. The cause of the leak was due to the actuator failure at vl98. (B)(4).